Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the or, placed the ipg deeper, re-anchored the ipg, and closed.

Event description:
Patient presented back to the physician requesting removal of the inspire system due to continued pain in the ipg pocket. Physician brought the patient into the operating room and removed the entire inspire device and components.